Manufacturer narrative:
The subject device was returned to olympus for evaluation. The device inspection found the basket wire had been detached from the operating portion. The basket wire was broken at the welded portion area between the operating portion and the operating pipe. The condition of the welded portion between the operating wire and the operating pipe presented no abnormalities. The outer diameter of the welded portion was measured, and no abnormalities were observed. The basket was deformed and the coil at the root of the coil sheath was misaligned. No abnormalities were observed that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, due to various factors such as the size, hardness, or shape of the stones, a load beyond the resistance strength may have been applied to the device during the lithotripsy procedure. As a result, the operating pipe and operating wire were possibly broken. However, a definitive root cause could not be determined. The instruction manual contains the following warnings to the user regarding this event: "·do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. A lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. During lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body. Do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body.¿ olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that during an endoscopic bile duct stone removal procedure, when attempting to crush the stones using the subject device (mechanical lithotripter), the stones were hard, the operation pipe was damaged, and the stones became stuck. The intended procedure was completed after successfully crushing the stones using another device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.